Event description:
It was reported that over the two months since the implant, the lead dislodged, and exhibited high/unstable thresholds and low impedance. While trying to reposition the lead, the physician found the helix had retracted, and it took 45-50 turns to re-extend it. Once extended, the helix would pop in and out abruptly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. There was blood in/on the helix/lobe mechanism.